Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted. All of the buttons functioned properly. However, a corroded up arrow keypad trace was noted. Moisture damage was also noted to the liquid crystal display circuit board. No moisture damage was noted on the motor assembly. The insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and a cracked display window.

Event description:
It was reported that the customer experienced the numbers on the insulin pump ramping when attempting to input information for a bolus. The customer removed the battery from the insulin pump, reinserted the battery and then received the button error alarm. The customer's blood glucose was 6.4 mmol/l. The customer's mother stated that the customer placed his insulin pump under his clothes. Troubleshooting was done. Prior to the alarm, the customer had the insulin pump attached under his clothes for thirty minutes. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.